Event description:
During a left radical nephrectomy, the surgeon was closing the fascia of the abdomen when the needle broke off into the patient. The needle could not be palpated; therefore, an x-ray was required. The broken fragment was successfully extracted from the patient. The remainder of the procedure was uneventful and all needle counts were reported as correct. This event did not increase the patient's length of stay. Manufacturer response (as per reporter) for suture, needle, coated vicrylthe manufacturer wanted to know if a second procedure was required to retrieve the needle, which it did not.

Event description:
During a left radical nephrectomy, the surgeon was closing the fascia of the abdomen when the needle broke off into the patient. The needle could not be palpated; therefore, an x-ray was required. The broken fragment was successfully extracted from the patient. The remainder of the procedure was uneventful and all needle counts were reported as correct. This event did not increase the patient's length of stay. Manufacturer response (as per reporter) for suture, needle, coated vicrylthe manufacturer wanted to know if a second procedure was required to retrieve the needle, which it did not.